Event description:
The device was returned for preventive maintenance. There were no reported problems or patient involvement. During the repair evaluation, it was discovered that the audible alarms would not function during a power loss condition due to a faulty alarm capacitor. The power board was replaced to correct the problem.